Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient had hypoglycemia on (B)(6) 2017. Her blood glucose level was 30 mg/dl which she tried to treat with sugar pills at home. Therfore, she was admitted to hospital with high blood glucose, delusional and acting strange. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6005336 have already been previously tested in the (B)(4) on (B)(6) 2024. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples were visually inspected. The test result was within specifications as per the test report (B)(4). Functional test 1 (serter test) according to with work instruction (wi) v 1, test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6005336 was manufactured according to the document 4905082 version 68 on the packing process in the line inset 6, on 19/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database against malfunction code unable or difficult to insert (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6005336 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: harm reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.